Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found error e433 coming on display. Furthermore, the following additional issue (non-reportable) was identified during inspection: equipment not turning on due to blown fuses. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: defective high voltage power supply board due to short-circuiting of the metal-oxide-semiconductor transistors (permanent error). In such cases, popping noises or flashes of lightning can sometimes also be observed or noticed by the user. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The asset high frequency unit "esg-400" was returned and evaluated. There was no allegation of a complaint. However, upon inspection and testing of the returned device found: error e433 coming on display due to faulty high voltage power supply board. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.